Event description:
The customer reported that during a c-section procedure, the physician noticed small burns on the pt's abdomen. The burn was described as 2nd degree, 3 small 1 cm burns which were treated with silvadene. The pt is now fine. The physician believes the bovie may have malfunctioned. The handheld piece of the equipment was disposable and was thrown out. The valleylab electrical surgical generator was sent to biomedical engineering for evaluation and was determined to be in working order.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.